Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR :01jun2019. A touch screen assembly was return for analysis. An investigation was performed and the touchscreen measured resistance are out of specification. The root cause was isolated to the resistance out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28mar2019. The service engineer (se) inspected the device. The se tried to calibrate the touchscreen. The se replaced the touchscreen to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilators touchscreen failed. Although requested, it is unknown if the ventilator was being used on a patient at the time of the reported event. Event date not specified, estimate used.